Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead explant procedure to enable a scheduled revision of the right-side lead due to lead misplacement, which was confirmed by brainlab imaging. The incorrect lead position was impacting programming capabilities. The patient's symptoms included internal capsule effects, pulling, and tingling. The patient is stable postoperatively. The explanted device will not be returned to boston scientific, as it was retained by the facility.